Event description:
The user facility reported to terumo cardiovascular that during non-clinical activity, the customer received a damaged box, and suggested that the outer box is insufficient for shipment. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical evaluation was performed. The root cause of the damage was due to shipping issues. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).